Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended from when our investigation is complete.

Event description:
It is reported that the implant was proud of the calcar approx 6mm relative to position of the trial broach. The surgeon elected to explant femoral prosthesis and counter sink the broach so the stem would seat at the calcar. The stem was re-implanted and seated to a depth that surgeon found appropriate to restore equal leg length.